Event description:
It was reported that the customer had a high blood glucose of 450 mg/dl and her insulin pump powered off without any warning alarms. Customer's blood glucose was 158 mg/dl at the time of reporting the malfunction. During troubleshooting, there was no relevant damage or corrosion noted. Customer was advised to insert a new battery and stated the display returned. Customer received a failed battery test alarm and was assisted in clearing it. Upon changing the battery again, the screen came up and there was not alarm. Troubleshooting for high blood glucose was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.